Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and showing error of device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that drawer 4-1 was not detected on the bus, and communication was restored after reseating the row board ribbon cable. Drawer 1, a full height cubie drawer, was also not on the bus with the communications light off. Reseating the row board cables led to a failed diagnostics test indicating a drawer controller failure. The drawer controller was replaced, retested, and the system was successfully verified using both the hardware test application and the dispensing application. The system functioned as intended after the field service engineer repaired the device.